Event description:
It was reported that the patient suffered a trauma 5 months ago, and another trauma 4 months ago. She has not used the implant for the three months. A month ago she tried to use it and complained about loudness variations and background noise. The external parts were tested and found to be ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.